Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that four days after a cataract extraction with intraocular lens implant procedure the patient presented with blurred vision and an "eye full of infection" in the left eye. The patient was referred to a retina specialist. The patient under went a vitrectomy and was given intravitreal injection of antibiotics. Aqueous and vitreous tap was performed. Staphylococcus epidermidis was found. This one of three reports for this facility.

Manufacturer narrative:
The completed questionnaire was received and reviewed by the clinical analyst, who stated the following: the customer reported that they have had three infections. The customer is not sure what the possible cause is. All the patients presented on the fourth day post-operative cataract surgery. This patient presented with vitritis and hypopyon. The customer has two systems, but it is not known which system was used. An aqueous and vitreous tap was performed with staphylococcus epidermis present. Endophthalmitis is suspected. The patient was sent to a specialist and received antibiotics intraocular with a vitrectomy performed days later. The customer noted that an infection control nurse will be visiting the site this week. A completed questionnaire was received. The patient was a (B)(6)year old male. The patient was not hospitalized as a result of this event. The patient has a medical history of chronic obstructive pulmonary disease (copd), sinus problems and arthritis. The right eye was affected with surgery completed on (B)(6)2017. The patient was prepared with a betadine prep. The patient had preoperative antibiotic drops. The primary incision was temporal at 2.4mm. The wound integrity was intact. Balanced salt solution (bss) was used with phenylephrine and ketorolac injection added. No sutures were required to close the wound. This was the sixth case of the day. There was a sequence of patient cases that developed endophthalmitis, two in a row. The sterilization of the instruments were at 274.6 degrees at four (4) minutes with a thirty (40) minute dry time at 270.2 degrees in a pre-vac wrapped cycle. No ultrasonic cleaner was used. The instruments are manually cleaned with a soft brush or instrument wipe to ensure all residue is removed. The instruments are not exposed to a washer sterilizer, enzymatic cleaner, or detergents. The reusable cannulas and handpieces (phaco, I/a, iol) are irrigated with 60-80cc of water. The instruments are cleaned immediately after surgery. No single use products are reused. The handpiece and console have been used since the event. The outcome of the event was noted as resolved with treatment. In the surgeon¿s opinion the device did not cause or contribute to the event. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco and I/a handpieces are reusable devices that must be reprocessed per the product dfu. The dfu recommends that a minimum of 120cc of room temperature sterile deionized water be pushed through both the irrigation and aspiration paths. Using the same syringe, flush both ports with a minimum of 60 cc of air. The customer noted they are only using 60-80cc to flush the handpiece paths. There is no evidence that the design or performance of the system or phaco handpiece caused or contributed to this reported event of endophthalmitis.¿ no further information was able to be obtained regarding the handpiece from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on august 18, 2014. Based on qa assessment, the product met specifications at the time of release. All compounding, preprocessing, filling and packaging of bss are subjected to 2 independent reviews. A minimum single normal level l inspection is performed for every lot manufactured. This product is terminally sterilized and all sterilization cycles are reviewed before product is released. Primary incoming component bags are reviewed by qa before release to production. Labeling associated with balanced salt solution (bss) requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Additionally, it states under warnings: the use of additives with this solution may cause corneal decompensation. Since no lot code has been provided, it is impossible to ascertain which filler filled this bag. All batches of ovd are released according to the required specifications. No lot code was provided for review. As such, the complaint history and further evaluation was not able to be completed. Additionally, no sample has been received for evaluation. As no samples were returned and no lot number is known, a conclusive root cause could not be determined. The manufacturer internal reference number is: (B)(4).